Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, during a cardiac ablation procedure an implantable cardioverter defibrillator was damaged. During the ablation, noise was observed on the sphere-9 catheter signals, and it was advised that the catheter might have been in contact with an implantable cardioverter defibrillator lead and to avoid ablation in that area. The procedure continued with pulse field energy delivery, and an error message displayed stating ¿pf current too high.¿ after the procedure, following removal of the catheter from the body, the device was reported to not be capturing. The case was completed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was later reported that pulsed field energy was in use on the cavotricuspid isthmus (cti) line during the device interactions.